Manufacturer narrative:
B4: 19-aug-2021. G6: follow-up #2. H2: additional information. H10: follow-up #1 submitted 18-aug-2021, submission failed due to error: duplicate report is found for the supplement report. Information included on follow-up #1: d6a: (B)(6) 2015. G3: 11-aug-2021. G6: follow-up #2. H2: additional information. H6:health effect - clinical code: 2377 - osteolysis. H10: radiographic images provided were reviewed and it was noted that the images showed evidence of osteolytic lesions. No microbiology or pathology results were provided. The device was not returned, thus device examination could not be performed. Patient selection may have been a leading factor in the cause of the complaint due to osteolysis being present prior to implantation. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance.

Manufacturer narrative:
Additional information and the return of the device was requested however it was confirmed that all available information was provided. The device explantation was confirmed. The device was not returned, thus device examination could not be performed. It was not possible to determine the sequelae or the cause of the pe based on the limited information provided.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. Additional information and the return of the device has been requested.

Event description:
It was reported that a patient with an m6-c artificial cervical disc presented with radiculopathy and the surgeon has planned a revision.